Manufacturer narrative:
Additional information: b5, g3, h6.

Event description:
Additional information was received on 11/20/2025: all three ar-3636 knotless 1.8 fibertak soft anchors were removed from the patient. The surgery was delayed 20 minutes, and it is uncertain if additional anesthesia was administered. No adverse effects were reported.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a user error, including improper bone preparation and/or improper surgical technique associated with the device. The complaint allegation was not confirmed. No evidence of that failure was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/05/2025, a sales representative reported via email that three ar-3636 knotless 1.8 fibertak soft anchors were inserted, and after shuttling, the mechanism locked up. The case was completed using a replacement ar-3636 knotless 1.8 fibertak soft anchor from another lot without issues. This occurred during a bony bankart procedure on (B)(6) 2025, with no reported patient harm. Additional information was requested on 11/11/2025.